Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead exhibited noise on the rv channel. The noise was able to be reproduced with isometrics; however, the device was not marking it. The noise was present when the pt took deep breaths or had coughing spells. All lead measurements were reported normal and the pt was not pacer dependent. There was no inhibition of pacing seen. Technical services discussed troubleshooting and programming recommendations. The field rep was to discuss the options with the physician. No further info was made available at that time. Subsequent info indicated that this pt was admitted for a device system upgrade along with a lead revision as recent evaluation revealed evidence of a lead fracture with noise on the rv lead and acute rise in the rv pacing thresholds. It was reported that at the end of the procedure, after a new bi-ventricular device system was placed, the pt went into spontaneous ventricular tachycardia (vt) and resuscitation was attempted for approx 40 minutes without success, and subsequently the pt had expired.